Event description:
Caller reported customer was not feeling well. Caller stated paramedics went to customer's home. Customer stated feeling hypoglycemic. Device =482 mg/dl and 10-15 minutes later, device =51 mg/dl. Paramedics treated customer when second result was performed but treatment was not provided. Controls were in range. A request was made for return product and replacement product was sent.